Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted a philips clinical specialist (cs) stating a telemetry (mx40 pwm) device lost power with no low battery or replace battery alert or alarm and the patient went unmonitored for 60 minutes. There was no report of patient injury or harm.